Manufacturer narrative:
The customer spoke with a stryker customer service specialist and it is likely that the issue was a result of the user being unaware of the device settings. However, the device was not returned to stryker for evaluation. Therefore, the reported issue was not able to be verified and duplicated and root cause was not determined.

Event description:
The customer contacted stryker to report that their device is not escalating energy. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not escalating energy. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.